Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. The customer's blood glucose (bg) level was 600 mg/dl with an unspecified level of ketones. Customer administered a manual injection to address elevated bg. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.